Event description:
Plate removal.

Manufacturer narrative:
Patient had rib fracture non-unions from a fall and/or coughing in (B)(6) 2008. Surgeon reported that he initially told the patient he wasn't a good candidate for repair based on his fracture patterns and medical history. After patient insistence the surgeon proceeded with repairing the fractures. (B)(6) post-op plate was removed due to rib fractures at end of the plate. The four screws used to install the plate were removed with the broken plate. Additional MDR's associate with this event are: 3005670412-2011-00010.